Event description:
The contact stated the customer tested his blood glucose using his elite xl meter and rec'd a reading of 56 mg/dl. The customer passed out some time later. When he came to, he was given sugar in an attempt to raise his blood glucose levels. When they tried to retest the customer's glucose, the meter display flashed between f-5 and 56 mg/dl, or showed readings in the memory mode. The memory mode was explained to the contact, but she insisted the meter had contributed to the customer's injury. The test strips and meter are to be returned for evaluation. A new contour2 meter will be sent to the customer.